Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had a bent blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing in a laparoscopic exploratory laparotomy with hernia repair, the needle fell on the patient¿s cavity and was not retrieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.